Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 65 mg/dl. The customer also reported receiving a change sensor alert and sensor updating alert. The hypoglycemia was treated by discontinuing use of insulin delivery system. The event involved product(s) mmt-1884, mmt-332a, mmt-7841zn, mmt-7040a and unomedical. Troubleshooting was declined for battery alert issue but found the customer suspended insulin delivery from the insulin pump and also received a low battery alarm. Troubleshooting was declined for hypoglycemia. And customer was under medication of levocetirizine and rosuvastatin. It was unknown if the insulin pump was used within 48 hours of the reported event or if the automode/smart guard feature was active. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. No further patient complications were reported. The product(s) mmt-1884, mmt-332a, mmt-7040a & unomedical will not be returned but product mmt-7841zn will be returned for analysis.